Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), device dislocation ('migration of essure device location of device') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 664846-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lupus erythematosus, sjogren's, breast pain, nipple discharge, bipolar disorder, schizophrenia, incontinence, vomiting, diarrhea, back pain, foot injury, face injury, nasal pain, thumb sprain and swelling nos. Concomitant products included buspirone, carbamazepine (epitol), citalopram hydrobromide (celexa), loteprednol etabonate (lotemax), meloxicam (mobic), pregabalin (lyrica) and quetiapine fumarate (seroquel). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), depression ("depression,"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge") and allergy to metals ("nickel allergy"). The patient was treated with surgery (surgery to remove the essure implant, total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic infection, device dislocation, autoimmune disorder, pelvic pain, abdominal pain, depression, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, bladder disorder, depression, device dislocation, dyspareunia, menorrhagia, pelvic infection, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet received, new reporter, new event autoimmune disorder, migration of essure device location of device were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 664846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lupus erythematosus, sjogren's, breast pain, nipple discharge, bipolar disorder, schizophrenia, incontinence, vomiting, diarrhea, back pain, foot injury, face injury, nasal pain, thumb sprain and swelling nos. Concomitant products included buspirone, carbamazepine (epitol), citalopram hydrobromide (celexa), loteprednol etabonate (lotemax), meloxicam (mobic), pregabalin (lyrica) and quetiapine (seroquel). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression,"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic infection ("pelvic infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge") and allergy to metals ("nickel allergy"). The patient was treated with surgery (surgery to remove the essure implant, total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, depression, dyspareunia, vaginal haemorrhage, menorrhagia, pelvic infection, bladder disorder, urinary tract disorder, vaginal discharge and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, depression, dyspareunia, menorrhagia, pelvic infection, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Essure start date updated from (B)(6) 2010, removal date updated from 2012 to 03-jan-2013. Events vaginal haemorrhage, menorrhagia, pelvic infection, bladder disorder, urinary tract disorder, vaginal discharge, allergy to metals were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") and pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 664846-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lupus erythematosus, sjogren's, breast pain, nipple discharge, bipolar disorder, schizophrenia, incontinence, vomiting, diarrhea, back pain, foot injury, face injury, nasal pain, thumb sprain and swelling nos. Concomitant products included buspirone, carbamazepine (epitol), citalopram hydrobromide (celexa), loteprednol etabonate (lotemax), meloxicam (mobic), pregabalin (lyrica) and quetiapine (seroquel). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression,"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge") and allergy to metals ("nickel allergy"). The patient was treated with surgery (surgery to remove the essure implant, total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic infection, pelvic pain, abdominal pain, depression, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, depression, dyspareunia, menorrhagia, pelvic infection, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') and device dislocation ('migration of essure device location of device') in a 26-year-old female patient who had essure (batch no. 664846-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Medical conditions: (B)(6) 2012, procedure: MRI cervical spine without contrast findings: vertebral body heights and overall alignment are well-maintained. The marrow signal throughout the imaqed osseous structures appears normal. The included portions of the posterior fossa are unremarkable. The spinal cord is normal in size and signal intensity. Impression: 1. There is no epidural abscess or hematoma. 2. At c2-3, there is a posterior disc bulge and uncovertebral hypertrophy producing mild right and minimal left neuroforaminal stenosis. There was minimal spinal canal stenosis. 3. At c3-4, there is a posterior disc bulge with a right foraminal disc extrusion, uncove~tebral hypertrophy, and facet arthropathy. These findings produce mild spinal canal, severe right neuroforaminal, and mild left neuroforaminal stenosis. 4. At c5-6, there is a small posterior disc bulge with a right foraminal disc protrusion producing minimal to mild right neuroforaminal stenosis. Procedure: MRI lumbar spine without contrast impression: 1. At l4-l5, there is a small posterior disc bulge and mild facet arthropathy producing minimal bilateral neuroforaminal stenosis. 2. At l5-s1, there is a small posterior disc bulge and bilateral facet arthropathy producing minimal right and minimal to mild left neuroforaminal stenosis. 3. These findings are largely unchanged. (B)(6) 2012, gynecological findings: transabdominal and transvaginal u/s was performed for better evaluation. Normal appearing retroverted, possible bicornuate uterus is seen. Endometrium appears normal. Rt ovary appears normal. Lt ovary has ruptured follicle, normal. No adnexal masses seen. Reflective areas are seen in both adnexas, patient is status post essure. Small amount of free fluid in cul-de-sac. (B)(6) 2013 surgical pathological report, diagnosis: a. Uterus and cervix, hysterectomy: cervix: moderate 70 severe acute and chronic cervicitis with squamous metaplasia; nabothian cysts. Endometrium: chronic endometritis. Uterus: mild adenohyosis; serosal surface fibroadepose tissue adhesions. B. Specimen b, biopsy from colon region inflamed fibroconnective tissue and kon-polarizable foreign material. (B)(6) 2013, findings: included enlarged uterus with pelvic congestion appearing structures. She had a colonic left colon adhesion to the anterior bladder with epiploica adhesions. This was easily taken down using ace harmonic scalpel, under direction of general surgery, who graciously came in to identify the epiploica necrosis. These were biopsied. No other adhesions were noted. Her appendix was significantly retrocecal and could not be identified except for the very tip and her liver edge was smooth without any problems. (B)(6) 2016 gynecological findings: transabdominal and transvaginal u/s performed for better evaluation. The uterus has been surgically removed. The vaginal cuff appears normal. The ovaries are not visualized. The patient is not sure if they have been removed surgically. There is a significant amount of gas and fecal filled bowel peristalsing in the right and left lows quadrants. Very limited vaginal study due to patient's level of pain. No adnexal masses seen. No free fluid identified. Concurrent conditions included lupus erythematosus, sjogren's, breast pain, nipple discharge, bipolar disorder, schizophrenia, incontinence, vomiting, diarrhea, back pain, foot injury, face injury, nasal pain, thumb sprain and swelling nos. Concomitant products included buspirone, carbamazepine (epitol), cefixime (flexeril), citalopram hydrobromide (celexa), levothyroxine sodium (synthroid), loteprednol etabonate (lotemax), meloxicam (mobic), mirabegron (myrbetriq), pregabalin (lyrica) and quetiapine fumarate (seroquel). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 8 months after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), autoimmune disorder ("autoimmune disorder"), depression ("depression,"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic infection, device dislocation, abdominal pain, allergy to metals, vaginal discharge, autoimmune disorder, depression, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, bacterial vaginosis, bladder disorder, cystitis, depression, device dislocation, dyspareunia, menorrhagia, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted : previous insertion date on (B)(6) 2010 and (B)(6) 2010, (B)(6) 2020 removed essure device is being retained: removal healthcare facility. Lot number 664846 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') and device dislocation ('migration of essure device location of device') in a 26-year-old female patient who had essure (batch no. 664846-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Medical conditions: (B)(6) 2012, procedure: MRI cervical spine without contrast findings: vertebral body heights and overall alignment are well-maintained. The marrow signal throughout the imaqed osseous structures appears normal. The included portions of the posterior fossa are unremarkable. The spinal cord is normal in size and signal intensity. Impression: 1. There is no epidural abscess or hematoma. 2. At c2-3, there is a posterior disc bulge and uncovertebral hypertrophy producing mild right and minimal left neuroforaminal stenosis. There was minimal spinal canal stenosis. 3. At c3-4, there is a posterior disc bulge with a right foraminal disc extrusion, uncove~tebral hypertrophy, and facet arthropathy. These findings produce mild spinal canal, severe right neuroforaminal, and mild left neuroforaminal stenosis. 4. At c5-6, there is a small posterior disc bulge with a right foraminal disc protrusion producing minimal to mild right neuroforaminal stenosis. Procedure: MRI lumbar spine without contrast. Impression: 1. At l4-l5, there is a small posterior disc bulge and mild facet arthropathy producing minimal bilateral neuroforaminal stenosis. 2. At l5-s1, there is a small posterior disc bulge and bilateral facet arthropathy producing minimal right and minimal to mild left neuroforaminal stenosis. 3. These findings are largely unchanged. (B)(6) 2012, gynecological findings: transabdominal and transvaginal u/s was performed for better evaluation. Normal appearing retroverted, possible bicornuate uterus is seen. Endometrium appears normal. Rt ovary appears normal. Lt ovary has ruptured follicle, normal. No adnexal masses seen. Reflective areas are seen in both adnexas, patient is status post essure. Small amount of free fluid in cul-de-sac. (B)(6) 2013 surgical pathological report: diagnosis: a. Uterus and cervix, hysterectomy: cervix: moderate 70 severe acute and chronic cervicitis with squamous metaplasia; nabothian cysts. Endometrium: chronic endometritis. Uterus: mild adenohyosis; serosal surface fibroadepose tissue adhesions. B. Specimen b, biopsy from colon region inflamed fibroconnective tissue and kon-polarizable foreign material. (B)(6) 2013, findings: included enlarged uterus with pelvic congestion appearing structures. She had a colonic left colon adhesion to the anterior bladder with epiploica adhesions. This was easily taken down using ace harmonic scalpel, under direction of general surgery, who graciously came in to identify the epiploica necrosis. These were biopsied. No other adhesions were noted. Her appendix was significantly retrocecal and could not be identified except for the very tip and her liver edge was smooth without any problems. (B)(6) 2016 gynecological findings: transabdominal and transvaginal u/s performed for better evaluation. The uterus has been surgically removed. The vaginal cuff appears normal. The ovaries are not visualized. The patient is not sure if they have been removed surgically. There is a significant amount of gas and fecal filled bowel peristalsing in the right and left lows quadrants. Very limited vaginal study due to patient's level of pain. No adnexal masses seen. No free fluid identified. Concurrent conditions included lupus erythematosus, sjogren's, breast pain, nipple discharge, bipolar disorder, schizophrenia, incontinence, vomiting, diarrhea, back pain, foot injury, face injury, nasal pain, thumb sprain and swelling nos. Concomitant products included buspirone, carbamazepine (epitol), cefixime (flexeril), citalopram hydrobromide (celexa), levothyroxine sodium (synthroid), loteprednol etabonate (lotemax), meloxicam (mobic), mirabegron (myrbetriq), pregabalin (lyrica) and quetiapine fumarate (seroquel). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal hemorrhage ("abnormal bleeding (vaginal) and menorrhagia ("abnormal bleeding (menorrhagia)"), 8 months after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), autoimmune disorder ("autoimmune disorder"), depression ("depression,"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic infection, device dislocation, abdominal pain, allergy to metals, vaginal discharge, autoimmune disorder, depression, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, vaginal hemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, bacterial vaginosis, bladder disorder, cystitis, depression, device dislocation, dyspareunia, menorrhagia, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted : previous insertion date on (B)(6) 2010 and (B)(6) 2020. Removed essure device is being retained: removal healthcare facility. Lot number 664846 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received : new event added ( cystitis, urinary tract infection, vaginal infection, bacterial vaginosis) new reporter added, new drug added ( flexeril , synthroid , myrbetriq). On 24-feb-2020: pif received : no new clinical information. On 18-jun-2020: social media received : new reporter added. On 5-jul-2020: no new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') and device dislocation ('migration of essure device location of device') in a 26-year-old female patient who had essure (batch no. 664846-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Medical conditions: (B)(6)2012, procedure: MRI cervical spine without contrast findings: vertebral body heights and overall alignment are well-maintained. The marrow signal throughout the imaged osseous structures appears normal. The included portions of the posterior fossa are unremarkable. The spinal cord is normal in size and signal intensity. Impression: 1. There is no epidural abscess or hematoma. 2. At c2-3, there is a posterior disc bulge and uncovertebral hypertrophy producing mild right and minimal left neuroterminal stenosis. There was minimal spinal canal stenosis. 3. At c3-4, there is a posterior disc bulge with a right foraminal disc extrusion, uncover~tebral hypertrophy, and facet arthropathy. These findings produce mild spinal canal, severe right neuroterminal, and mild left neuroterminal stenosis. 4. At c5-6, there is a small posterior disc bulge with a right foraminal disc protrusion producing minimal to mild right neuroterminal stenosis. Procedure: MRI lumbar spine without contrast impression: 1. At l4-l5, there is a small posterior disc bulge and mild facet arthropathy producing minimal bilateral neuroterminal stenosis. 2. At l5-s1, there is a small posterior disc bulge and bilateral facet arthropathy producing minimal right and minimal to mild left neuroterminal stenosis. 3. These findings are largely unchanged. (B)(6)2012, gynecological findings: transabdominal and transvaginal u/s was performed for better evaluation. Normal appearing retroverted, possible bicornuate uterus is seen. Endometrium appears normal. Rt ovary appears normal. Lt ovary has ruptured follicle, normal. No adnexal masses seen. Reflective areas are seen in both adnexas, patient is status post essure. Small amount of free fluid in cul-de-sac. (B)(6)2013 surgical pathological report, diagnosis: a. Uterus and cervix, hysterectomy: cervix: moderate 70 severe acute and chronic cervicitis with squamous metaplasia; nabothian cysts. Endometrium: chronic endometritis. Uterus: mild adenohyosis; serosal surface fibroadepose tissue adhesions. B. Specimen b, biopsy from colon region inflamed fibroconnective tissue and kon-polarizable foreign material. (B)(6)2013, findings: included enlarged uterus with pelvic congestion appearing structures. She had a colonic left colon adhesion to the anterior bladder with epiploica adhesions. This was easily taken down using ace harmonic scalpel, under direction of general surgery, who graciously came in to identify the epiploica necrosis. These were biopsied. No other adhesions were noted. Her appendix was significantly retrocecal and could not be identified except for the very tip and her liver edge was smooth without any problems. (B)(6)2016 gynecological findings: transabdominal and transvaginal u/s performed for better evaluation. The uterus has been surgically removed. The vaginal cuff appears normal. The ovaries are not visualized. The patient is not sure if they have been removed surgically. There is a significant amount of gas and fecal filled bowel peristalsing in the right and left lows quadrants. Very limited vaginal study due to patient's level of pain. No adnexal masses seen. No free fluid identified. Concurrent conditions included lupus erythematosus, sjogren's, breast pain, nipple discharge, bipolar disorder, schizophrenia, incontinence, vomiting, diarrhea, back pain, foot injury, face injury, nasal pain, thumb sprain and swelling nos. Concomitant products included buspirone, carbamazepine (epitol), citalopram hydrobromide (celexa), loteprednol etabonate (lotemax), meloxicam (mobic), pregabalin (lyrica) and quetiapine fumarate (seroquel). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 8 months after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), autoimmune disorder ("autoimmune disorder"), depression ("depression,"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2013. At the time of the report, the pelvic infection, device dislocation, abdominal pain, allergy to metals, vaginal discharge, autoimmune disorder, depression, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, bladder disorder, depression, device dislocation, dyspareunia, menorrhagia, pelvic infection, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : previous insertion date on 30-jul-2010. Removed essure device is being retained: removal healthcare facility lot number 664846 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: fu 5 and 6 processed together. Quality safety evaluation of ptc on 6-feb-2020: fu 5 and 6 processed together. Pfs received: essure removal surgery added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') and device dislocation ('migration of essure device location of device') in a 26-year-old female patient who had essure (batch no. 664846-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included lupus erythematosus, sjogren's, breast pain, nipple discharge, bipolar disorder, schizophrenia, incontinence, vomiting, diarrhea, back pain, foot injury, face injury, nasal pain, thumb sprain and swelling nos. Concomitant products included buspirone, carbamazepine (epitol), citalopram hydrobromide (celexa), loteprednol etabonate (lotemax), meloxicam (mobic), pregabalin (lyrica) and quetiapine fumarate (seroquel). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 8 months after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), autoimmune disorder ("autoimmune disorder"), depression ("depression,"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (surgery to remove the essure implant, total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic infection, device dislocation, abdominal pain, allergy to metals, vaginal discharge, autoimmune disorder, depression, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, bladder disorder, depression, device dislocation, dyspareunia, menorrhagia, pelvic infection, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : previous insertion date on (B)(6) 2010. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received : patient demographic, essure start, event date, severity and event outcome added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression,") and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in 2012. At the time of the report, the pelvic pain, abdominal pain, depression and dyspareunia outcome was unknown. The reporter considered abdominal pain, depression, dyspareunia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.